Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching approximately 400 mg/dl. Reportedly, there was a 2 inch air bubble in the tubing. Customer changed out pump supplies and reported blood glucose levels lowered.